Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the mid-section stent strut rows were noted to be lifted from their crimped position and pulled in a distal direction, while stent struts from the 1st and 2nd distal stent strut rows were lifted from their crimped position and pulled in a proximal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. Stent damage most likely occurred during withdrawal and/or advancing attempts. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mmx3.0mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 3.00 x 38mm synergy drug eluting stent was advance. However, during the procedure, the stent was scraped against the calcification part of the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38 mm x 3.0 mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 3.00 x 38 mm synergy drug eluting stent was advance. However, during the procedure, the stent was scraped against the calcification part of the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.